Manufacturer narrative:
Investigation summary: bd received two photos and one video for investigation. The provided photos and video show a tube with a crack along its side, leaking blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, three tubes were cracked and 10 tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, three tubes were cracked and 10 tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.